Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer site. The reported complaint that "there were metal pieces inside the pump raceway of the thermogard console" was confirmed during the visual inspection performed by the zoll service personnel. The bearings of the pump rotor head were damaged. Ball bearings and small metal pieces were found in the pump raceway, most likely caused by saline spillage in the raceway. Dried saline within the pump rotor rollers will cause corrosion, leading to eventual mechanical failure of these parts when the system is running. The saline spillage in the raceway was not reported to zoll, but it can be attributed to either user mishandling or start-up kit (suk) leakage. Upon visual inspection, no other issues or physical damages were observed. The event log review showed no significant discrepancies. The thermogard console passed the initial functional testing without any fault or error. The pump raceway was cleaned, and the pump rotor head was replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that there were metal pieces inside the pump raceway of the thermogard console (s/n (B)(4)). The customer used another thermogard console to complete the ivtm treatment without interruption. Patient's status information was requested, but the customer did not provide a response.